Event description:
A consumer called and stated that she allegedly received third degree burns on her stomach while using a heating pad. Medical attention was required for her injuries. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instruction.